Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-apr-17 reported the scheduled replacement of the pump was for low elective replacement indicator (eri) and there was no issues. The patient's weight at time of the event was (B)(6) kilograms. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found that there was a high resistance lab failure with the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was replaced on (B)(6) 2017, and returned to the manufacturer on february 13, 2017. Information was provided from the healthcare provider that the patient was in a clinical study. The device was used with/in the patient, for treatment, and there was no death reported. It was indicated the patient recovered without sequela, and the battery was depleted. The patient¿s indication for use was intractable spasticity and cerebral palsy. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.